Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2009, inratio: 1.5, lab: 2.5. Date: (B)(6)2009, inratio: 1.4. Test was not repeated. No diet or medication change. No coumadin change.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2009, inratio: 1.5, lab: 2.5, mean: 2.00, confidence limits: 1.3-2.7. Inr results such as 2.7, 2.8, 1.6, 2.0, 3.0, 1.7, 2.1, 1.5 inr are excluded from comparison test due to unspecified date of testing. Three hours is considered by MFR a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. As of today, no product is expected to return. No further investigation will be required. Conclusion: end-user reported test data. There is only one qualified pair as accuracy discrepant test data for investigation. No product expected to be returned. Mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant with the context of the documented variability for inr testing. Further testing is not required at this time. Product deficiency could not be established. In recent product accuracy test, strip lot # 080669 met accuracy criteria. Case will be reopened and testing conducted if products associated to this complaint are returned. No corrective action required as no product deficiency was established.